Manufacturer narrative:
Updated data: b5 d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the physician assessed the second valve¿s mild to moderate pvl as related to the valve and not related to the valve implant procedure.

Event description:
Additional information was received that indicated the previously reported echocardiogram that showed mild to moderate eccentric pvl also identified an aortic valve (av) pressure half time (pht) at 284.0 meters per second (ms) that was likely due to the eccentric jet. The site progress notes and discharge summaries did not link the echocardiogram findings with the previously reported heart failure. No treatment was provided for the pvl. The pvl was noted as continuing.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {mcs-p3-31-aoa}; product lot/serial number (B)(6); product type: {transcatheter aortic valve (tavr)}; implant date {(B)(6) 2015}; product ID {dcs-c4-18fr}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; product ID {cls-3000-18fr}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; product ID {dcs-c4-18fr}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve (B)(6), an echocardiogram showed moderate to severe paravalvular leak (pvl) at the calcified regions of the native valve. A second valve (B)(6) was successfully implanted valve in valve, reducing the pvl to trace to mild. No adverse patient effects were reported. Additional information was received, twenty-seven days post-implant a transesophageal echocardiogram (tee) showed moderate pvl. No treatment was prescribed. No adverse patient effects were reported. Additional information was received that one day following the valve implant, an electrocardiogram (ECG) showed first degree heart block. No treatment was prescribed. Two days post-implant, second degree heart block was noted. Temporary pacing was initiated and the second degree heart block was reported as resolved three days later. Thirty-four days post-implant, supraventricular tachycardia (svt) was noted and medication was prescribed. Two weeks later, atrial fibrillation (afib) was noted. Medications were adjusted and the afib was reported as resolved two weeks later. No further adverse patient effects were reported. Additional information was received that atelectasis described as medial left base occurred on the day of the valve implant procedure. No treatment was provided, and it resolved one day later. The atelectasis was reported as not related to any device but possibly related to the implant procedure. Thrombocytopenia occurred one day following the valve implant procedure. No treatment was provided. The atelectasis was reported as not related to any device but possibly related to the implant procedure. Approximately eight years and four months following the valve implant procedure, the patient was diagnosed with congestive heart failure (chf) exacerbation. B-type natriuretic peptide (bnp) was noted to be elevated on admission, with symptoms of lower extremity edema and shortness of breath. Diuresis was required, and the patient was placed on nasal cannula until breathing improved. Patient was started on empagliflozin; losartan was changed to a lower dose. Digoxin was started for afib with rapid ventricular response (rvr). Three days later, an echocardiogram showed mild to moderate eccentric pvl. Per the physician, the chf was not related to the valve. Three days after onset, the chf was resolved.